Manufacturer narrative:
The intraocular lens was not implanted. (B)(6). Device evaluation: the product was received for investigation. Visual inspection at 10x microscope magnification was performed. The lens was returned inside a specimen container with cotton. Loose fibers/particles were observed on the lens related to contact with cotton. No white dot was observed on lens optic. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigation request for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was opened and was being loaded they noticed a little white dot on the optic. Another iol was used. No additional information was provided to abbott medical optics.